Event description:
During a clinic follow-up, a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The cause of the dislodgment was alleged to be due to the helix not being fully deployed during implant, but this was unable to be confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, and loss of capture. As received, a complete lead was returned in one piece for analysis. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.